Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the case is cracked. Functional testing confirmed the complaint as the device would not power on. The cause was a faulty interface board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced case and interface board. Recalibrated device and performed functional tests which passed. Note: pip dial knob is analog.

Event description:
It was reported that the case of the device is cracked, there is no green light, the alarm sound is faulty, the pip dial is not accurate, and the back of the clamp is broken. The event occurred during routine preventive maintenance inspection. There was no patient involvement and no injury/harm.